Manufacturer narrative:
Additional information: annex d code added. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Title: benefits and risks of extended dual antiplatelet therapy after everolimus-eluting stents year: 2016 reference:http://dx.doi.org/10.1016/j.jcin.2015.10.001 a2: average age a3: majority gender b3: date of publication medication: thienopyridine and aspirin. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
A journal article was submitted for review titled; benefits and risks of extended dual antiplatelet therapy after everolimus-eluting stents. The endeavor rx des was among a number of drug eluting stents used in the dapt study. Clinical outcomes at 12 to 30 months included stent thrombosis, death, myocardial infarction, stroke and bleeding. In some patients deaths were assessed as related to bleeding (with or without cancer or trauma), cancer- related death and trauma- related death.